Event description:
The manufacturer's rep reported that the pump tubing was improperly primed during the pump replacement surgery. The catheter (unknown length) was clamped with drug, but the pump tubing was never primed. It was calculated that the drug would be delivered for approx 10 hours. Then for a maximum of 21 hours, water would be delivered. The hcp is considering oral medications to supplement the patient for the duration of the water delivery. The drug contained in the patient's pump is unknown. Add'l info has been requested, but was not available at the time of this report.